Event description:
It was reported that, "after reduction with the trial head, the surgeon could not dissociate it from the neck of a stem. Because it was too tight. The surgeon was trying to dissociate the trial head the a bone impactor again and again. As a result, he could dissociate it from the neck of a stem, but the stem neck was scratched."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Manufacturer date: (B)(4) 2010 for lot# ss102252.